Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of twenty-three devices. There were no visual or functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during laparoscopic right hemicolectomy, the device was fired with no problem. When a loading unit was connected to the stapler, the device would not fire. The stapler was replaced by a new one and the procedure continued. After firing, a loading unit was again connected to the stapler however, it would not fire. The stapler was again replaced to continue the procedure. To avoid the same events, the surgeon used a new stapler and the firing was completed with no problem. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during laparoscopic right hemicolectomy, the device was fired with no problem. When a loading unit was connected to the stapler, the device would not fire. The stapler was replaced by a new one and the procedure continued. After firing, a loading unit was again connected to the stapler however, it would not fire. The stapler was again replaced to continue the procedure. There was no patient injury.